Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: while the device was in use, a spark came out of the round metal part on the tip of the device. It looked like the black shaft part on the curved part. Another device was used. No bleeding or tissue damage was reported. Nothing fell into the pt cavity.